Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: hi I had a customer email the below message. I wanted to let you know that we had a 22g bd insyte autoguard needles last week that the safety did not work. The needle did not retract. This poses an increase risk of the nurse getting stuck with a dirty needle. (B)(6) 2023 please see answers below, 1.any adverse event or serious injury reported to patient or healthcare professional? No. 2.was there a delay of, or change in, the course of treatment due to the event? No . 3.any sample or photo available for investigation? No. 4how was the patient outcome? Are there any clinical signs, health consequences or impact? No impact on patient. 5.how was treatment completed for customer? No impact to patient. 6.patient status? No impact to patient. 7. Any photos in retraction time? No.

Manufacturer narrative:
Pr 9349239 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review for lot 3262524 did not reveal any annotations or non-conformances during the manufacturing process related to this incident. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: hi I had a customer email the below message. I wanted to let you know that we had a 22g bd insyte autoguard needles last week that the safety did not work. The needle did not retract. This poses an increase risk of the nurse getting stuck with a dirty needle. (B)(6) 2023. Please see answers below, 1.any adverse event or serious injury reported to patient or healthcare professional? No. 2.was there a delay of, or change in, the course of treatment due to the event? No. 3.any sample or photo available for investigation? No. 4how was the patient outcome? Are there any clinical signs, health consequences or impact? No impact on patient. 5.how was treatment completed for customer? No impact to patient. 6.patient status? No impact to patient. 7. Any photos in retraction time? No.